Manufacturer narrative:
The referenced history of lvad system stoppages due to battery depletion was reported under medwatch MFR report #2916596-2017-02075 and medwatch MFR report #2916596-2017-02012. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as ¿sleeping on batteries.¿ the patient had a history of lvad system stoppages due to battery depletion.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the patient expiration could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.